Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's identification card says their right ventricular (rv) lead and right atrial (ra) lead are magnetic resonance imaging (MRI) compatible when they are not. It was further reported that the patient could not have a MRI. The leads remain in use. No patient complications have been reported as a result of this event.